Manufacturer narrative:
The device was returned for analysis. Visual inspection and microscopic inspection revealed the imaging window detached and not returned for analysis. Impedance test results suggest that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. Image characterization testing could not be performed due to device condition.

Event description:
Reportable based on device analysis completed on 21 mar 2024. It was reported that visualization issues occurred. The 80% stenosed target 12mm x 4.00mm lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.